Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a high blood glucose of 573 mg/dl. The customer also experienced chest pain, trouble breathing and frequent urination. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer was not feeling well, and stated she needed to go to the emergency room. Advised the customer to call back to provide details of the emergency room visit as well as to complete the troubleshooting. Nothing further was reported.